Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the large suretrack was suspected to be bent. The instrument would calibrate but would not track. Medtronic representative laid the instrument on the table and noticed it was not perfectly straight. Site switched to orange suretrak and proceeded with surgery. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.